Manufacturer narrative:
Correction: g3 health professional; h6 result and conclusion codes.

Manufacturer narrative:
A field service engineer (fse) called the customer to address the reported event. The (customer) had just replaced the substrate solution but did not run a substrate replacement when changing bottles. The fse had the customer do additional priming and place the new substrate bottle on the instrument which resolved the issue. The daily check ran with no errors. No further action required by field service. The aia-900 instrument is functioning as expected. The aia-900, serial number (B)(4), was installed at the account on (B)(6) 2019. A complaint history review and service history review for similar complaints was performed from (B)(6) 2019 through aware date (B)(6) 2019. There were no other complaints identified during the searched period. The aia-900 operator's manual under section 6 assay preparations states the following: the daily check takes about 5 minutes. If an error occurs during diluent, washer or substrate priming, check if the remaining volumes of them in each tank as well as the substrate bottle is sufficient, and also make sure that none of the tubes has been bent or twisted. Substrate replacement displays whether or not fluid replacement for the substrate tubing was sufficient. When sufficient: ok / when insufficient: ng (if "ng" is displayed, first confirm that the remaining volume of substrate is sufficient and conduct the daily check again.) If one of the daily check items deviates from its normal range, "incomplete!" Will appear on the daily check screen. In this case, press the button, and take appropriate actions including checking the diluent, washer and substrate. Return to the home screen and carry out a daily check once again. The probable cause of the reported event was due to the system needing priming after changing the substrate bottle.

Event description:
A customer reported getting ng flag while trying to run daily check on the aia-900 instrument. A technical support specialist (tss) had the customer check the tubing which was not pinched and make new substrate. The customer replaced the substrate and repeated the daily check but the ng flag on daily check error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of estradiol (e2), and follicle stimulating hormone (fsh) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.